Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from meter memory of 66 and 102mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification - on top of the fridge in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 158mg/dl (B)(6) 2017 09:17 pm fasting: yes; 132mg/dl (B)(6) 2017 09:16 pm fasting: yes; 160mg/dl (B)(6) 2017 06:10 pm fasting: yes; 66mg/dl (B)(6) 2017 09:39 am fasting: yes; 102mg/dl (B)(6) 2017 09:40 am fasting: yes. The customer takes her blood test fasting. She also takes insulin to manage her diabetes. She has no changes in her diet and exercise.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage . (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from meter memory of 66 and 102mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification - on top of the fridge in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 158mg/dl (B)(6) 2017 09:17 pm fasting: yes, 132mg/dl (B)(6) 2017 09:16 pm fasting: yes, 160mg/dl (B)(6) 2017 06:10 pm fasting: yes, 66mg/dl (B)(6) 2017 09:39 am fasting: yes, 102mg/dl (B)(6) 2017 09:40 am fasting: yes. The customer takes her blood test fasting. She also takes insulin to manage her diabetes. She has no changes in her diet and exercise.